Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored a ventricular tachycardia (vt) episode showing intermittent t-wave oversensing and a widened complex. The oversensing by the s-ICD caused the leadless pacemaker to deliver inappropriate anti-tachycardia pacing (atp) therapy, which was unsuccessful and accelerated the rate of the vt. The s-ICD then appropriately delivered a shock that successfully terminated the arrhythmia. The patient was seen in the emergency department (ed) where intermittent nonsustained vt was observed. The patient was started on a beta blocker and remained in the hospital for two days. It was noted that the s-ICD settings were adjusted and the patient will undergo a stress test to determine how to manage the t-wave oversensing. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored a ventricular tachycardia (vt) episode showing intermittent t-wave oversensing and a widened complex. The oversensing by the s-ICD caused the leadless pacemaker to deliver inappropriate anti-tachycardia pacing (atp) therapy, which was unsuccessful and accelerated the rate of the vt. The s-ICD then appropriately delivered a shock that successfully terminated the arrhythmia. The patient was seen in the emergency department (ed) where intermittent nonsustained vt was observed. The patient was started on a beta blocker and remained in the hospital for two days. It was noted that the s-ICD settings were adjusted and the patient will undergo a stress test to determine how to manage the t-wave oversensing. No additional adverse patient effects were reported. The device remains implanted and in service. About three months later, the patient received an inappropriate shock due to t-wave oversensing and an alert was issued in the remote monitoring system. The patient was seen in the clinic for a device interrogation and the decision was made to explant and replace the s-ICD system with a transvenous ICD system. Additionally, the leadless pacemaker was deactivated. The procedure was performed the following week. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored a ventricular tachycardia (vt) episode showing intermittent t-wave oversensing and a widened complex. The oversensing by the s-ICD caused the leadless pacemaker to deliver inappropriate anti-tachycardia pacing (atp) therapy, which was unsuccessful and accelerated the rate of the vt. The s-ICD then appropriately delivered a shock that successfully terminated the arrhythmia. The patient was seen in the emergency department (ed) where intermittent nonsustained vt was observed. The patient was started on a beta blocker and remained in the hospital for two days. It was noted that the s-ICD settings were adjusted and the patient will undergo a stress test to determine how to manage the t-wave oversensing. No additional adverse patient effects were reported. The device remains implanted and in service. About three months later, the patient received an inappropriate shock due to t-wave oversensing and an alert was issued in the remote monitoring system. The patient was seen in the clinic for a device interrogation and the decision was made to explant and replace the s-ICD system with a transvenous ICD system. Additionally, the leadless pacemaker was deactivated. The procedure was performed the following week. No additional adverse patient effects were reported. The explanted device was returned for analysis.